Event description:
The pt was in a wheelchair. The wheelchair rolled onto the tower-down foot pedal. This in turn enabled the tower to go down onto the pts legs. Th ept is a paraplegic and did not feel the c-arm touching her legs. The technologist reversed the direction of the tower by engaging the tower-up foot pedal. This incident resulted in bruising in the upper thigh area of the legs, one knee was bruised and one ankle was swollen. Follow-up with the initial reporter on april, 2006 indicated that the pt is doing fine, no broken bones.